Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It is reported "I have an urgent case hopefully next tuesday pm. Pt with a mets dfr whose locking ring has come out and the hinge has fractured."